Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011, at approximately 7pm. The patient claimed prior to attempting to check her blood glucose with the subject meter because she was experiencing symptoms of "sweating was incoherent and low sugar" just prior to the issue occurring. The patient informed the mss that she was managing her diabetes with lantus insulin 20u in the am and a sliding scale in the evenings as well as humalog based on a sliding scale and reportedly decreased her insulin doses due to not being able to check her blood glucose. The patient reported that she called 911 for assistance and when the emergency medical services (ems) arrived approximately 15 minutes later, they tested her on their meter and received a blood glucose value of "70mg/dl" and reportedly treated her with food/drink. The patient could not recall whether the result obtained was before or after the treatment. At the time of troubleshooting, the cca noted that the correct test strips were being used. The patient informed the mss that she replaced the batteries but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury that required medical intervention by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.